Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not charging and the status indicator light was flashing red when the battery was connected to the charger. It was noted that the battery was recognized by the controller. The battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the battery (B)(6) was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the controller log files revealed no anomalies involving the battery within the analyzed period. Failure analysis of the returned device revealed that the battery passed visual inspection. Functional testing revealed that the voltage of one of the cell pairs was below the voltage threshold. It was noted that there was a time difference of 1896 days between the manufacturing date and the reported event date. This indicates that the battery was most likely not in use for an extended period of time. Hence, the battery was susceptible to an expected degradation of capacity as a result of non-usage. Of note, it was observed that the battery had exceeded the useful operating life of 500 charge and discharge cycles. An internal inspection revealed that a cell pair was swollen; no anomalies were observed on the solders or welds. These observations are additional findings not related to the reported event. The most likely root cause of the observed 500 charge and discharge cycles event can be attributed to the battery reaching the end of its useful life. The most likely root cause of the observed degraded cell pair can be attributed to an expected degradation as a result of non-usage over time. Functional testing also revealed that the battery flashed red on the battery charger due to a high max error. The high max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. The battery is still able to charge and provide power to a controller. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. A high max error will cause a battery to flash red when connected to a battery charger. Additionally, the high max error was unable to be reset during functional testing, likely due to a problem with the main integrated circuit. As a result, the reported flashing red event was confirmed. The reported not charging event could not be confirmed; however, the flashing red caused by the high max error condition was likely perceived by the patient as the reported not charging. The most likely root cause of the high max error event can be attributed to a battery that is out of calibration. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the observed inability to reset the high max error during testing has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.